Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV extension set leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the IV extension set was leaking. Verbatim: initially pulled a dilaudid 0.5mg from pyxis and when trying to give the medication leaked outside the IV line. I thought the vial was broken. Wasted the dilaudid in pyxis with witness from another rn and pulled another dilaudid 0.5mg IV from pyxis. This again the medication leaked and found out the IV extension was leaking instead of the earlier vial assuming to be broken. Informed the unit charge and manager and showed the leak with a normal saline flush. Explained to the pt the situation, changed the IV extension tubing and also gave another pain medication.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of extension set leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that unspecified bd¿ IV extension set leaked. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. It was reported that the IV extension set was leaking. Initially pulled a dilaudid 0.5mg from pyxis and when trying to give the medication leaked outside the IV line. I thought the vial was broken. Wasted the dilaudid in pyxis with witness from another rn and pulled another dilaudid 0.5mg IV from pyxis. This again the medication leaked and found out the IV extension was leaking instead of the earlier vial assuming to be broken. Informed the unit charge and manager and showed the leak with a normal saline flush. Explained to the pt the situation, changed the IV extension tubing and also gave another pain medication.